Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during a scheduled follow-up in (B)(6) 2017 no pacing capture at max. Output was noted. Sensing and the impedance were in range. Since the patient had no need for atrial pacing, the physician decided to reprogram the device and scheduled the patient for the next follow-up. During the last follow-up in september, there were no capture on atrial channel, no calculable threshold, no sensing. It was decided to reposition the lead. No information about the outcome of the reposition procedure available at the moment. Should additional information become available this file will be updated.